Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The inner and outer diameters of the inner shaft were measured and determined to be within spec. However, the minor diameter of the tip's threads and the shaft's inner diameter appeared to be off center. This lot was previously sent to an independent laboratory for both material and fracture mechanism analyses and no material defects were observed. The lab also concluded that the material failure was likely caused by unidirectional cantilever bending overload, which may have also contributed to this incident.

Event description:
K2m, inc. Was notified on 06/28/2016 that during a surgery on (B)(6) 2016 the tip of an inner threaded shaft sheared off and was left in the plate inside the patient.